Event description:
An endurant ii aui stent graft system etuf3614c102e was implanted for the endovascular treatment of a pseduo-aneursym in the distal aorta to a surgical graft approximately one month ago. The left iliac vessel was moderate tortuous and had a previously placed stent. It was reported that the supra-renal stents would not release properly during deployment. The stent graft was deployed within the vertical portion of an existing open repair graft that measured 28x31 in diameter. The device was tracked easily and deployment of the body of the stent graft went smoothly. The physician rotated the wheel as per the IFU, however, after the sleeve advanced only three of the six supra-renal stents flowered open; three supra-renal stents appeared entangled. The physician could not advance the device forward to recapture the tapered tip or move the device down; the device was caught on the three entangled supra-renal stents. After extensive effort and aggressive force the device was freed from the supra-renal stents (by pulling hard downwards); however, the stents appeared deformed (entangled). The physician pulled forcefully, which allowed the device to pop out, however, it disfigured the device. The physician ballooned the proximal end afterwards to try to fix the entanglement, however, the three stents remained entangled. In the process of this manipulation, there was a rupture of the left iliac and a potential gap between the previously placed iliac stents; an extension graft (etlw1610c124e) and a bridge stent (9x10 viabahn) were placed to resolve the rupture and gap. Due to the extended procedure time, the patient required four units of blood post-procedure. The physicians were experienced with endurant, however, this was the first aui deployment. After the procedure, the fellow noticed a sliver of something in the sleeve area of the device. The patient¿s initial kidney failure that was due to the increased contrast load is resolving. No clinical sequelae were reported and the patient is fine. Evaluation summary: the device was returned and the analysis has been completed. The graft cover was retracted using the external slider and the tapered tip sleeve was advanced forward using the wheel such that the capture mechanism could be inspected; no abnormalities were noted on the sleeve or spindle. The sleeve was re-seated with the spindle without issue; the device functioned as intended. The external slider was returned to its home position, which removed the gap between the graft cover and tapered tip. The rest of the device was unremarkable. The complaint could not be confirmed since the event occurred in-vivo. The root cause of the event could not be conclusively determined; the device functioned as intended and no delivery system issues were observed. Deployment of the stent graft within a surgical graft may have contributed. Film image review: review of several still angio images at implant could not determine the cause of the entanglement. The iliac stent was seen previously placed into the left iliac. After the suprarenal stents were released, two or three of the stents appeared entangled; images just prior to or during release were not provided. The sleeve was proximal to the stents, but the spindle may have also been entangled with the suprarenal stents. After the spindle was freed and post ballooning performed, two or three stents remained entangled. Final images show the same entanglement with two stents having been pulled down into the bifurcate aortic body.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (suprarenal stent entanglement, deployment difficulties, removal difficulties, blood loss, renal failure). (Unknown cause of event). (Implanting within a surgical graft).